Event description:
Resident was found in activity room walking by organ. The walker was tipped over on its side with the front latch loosened. Nose was bleeding, lip swollen. Resident was taken to ER where it was determined he had fractured nose, cuts inside mouth and contusions of the face. It is felt the genttleman caught the edge of the walker on the organ bench. He did not back off but pushed against resistance until it tipped, causing his injury. Rptr feels this equipment faulty due to straight legs without flare.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing, environmental factors. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.